Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer had to take the insulin pump off for a couple of weeks and now all the basal settings are gone. Customer confirmed that the battery was out of the pump. Customer did not have the settings saved. Customer could not contact their health care provider because they were on vacation. Customer also found the keypad unresponsive. Customer's blood glucose level was 210 mg/dl. Customer stated that the act button does not respond when he tries to set/edit the basal. Customer took out the battery for about a week. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.